Manufacturer narrative:
Please note that previous medwatch reports for this product may have been submitted for the manufacturing site arjo hospital equipment (B)(4) (under registration #9611530). As of 2014 that number was de-activated due to the site no longer being a manufacturer and shipping product to the USA. From 2014 and going forward complaints related to these products are to be handled by arjohuntleigh (b)4)'s complaint handling establishment and any medwatch reports will be submitted under registration #3007420694. The involved device was taken out of service and evaluated by the qualified arjo representative. According to the results of inspection, the product was found in good condition and functioning correctly. No malfunction was detected. The lift tipping was possible to be recreated with the applied brakes. The investigation is underway and additional information will be provided in the next report.

Event description:
Arjo was notified about an event with involvement of alenti bathing lift. It was reported that when the caregiver attempted to lower the chair the resident shifted, the lift tipped over and the patient fell forward with the chair. The patient sustained left hip fracture requiring surgery and hospitalization. According to the received information, during the event the lift was in medium height position, the brakes were applied and a safety belt was not used.

Manufacturer narrative:
Arjo was notified about an event with involvement of alenti bathing lift. It was reported that after bath the caregiver turned away momentarily and at this moment the lift tipped over and the patient fell forward with the chair. The patient sustained left hip fracture requiring surgery and hospitalization. During the event the lift was in very high position, the brakes were applied and a safety belt was not used. The involved device was taken out of service and evaluated by a qualified arjo representative. According to the results of inspection, the product was found in good condition and functioning correctly. No malfunction was detected. The lift tipping was possible to recreate with applied brakes when pushing the device. Alenti is intended for lifting and transportation of hospital or nursing home residents to and from hygiene rooms under the supervision of trained nursing staff and in accordance with the instructions outlined in arjo's operating and daily maintenance instructions. The resident needs to be able to sit in an upright position, normally defined as active or semi-active. All other uses must be avoided. According to the information received from the customer facility the resident shifted, the lift tipped over and the patient fell to the floor. The performed evaluation of the device did not reveal any malfunction. The brakes were applied and safety belt was not used. The alenti operating and daily maintenance instructions (odmi; 04.cd.02_6 dated on april 2000 - active at the time device was distributed) clearly states how to operate the device properly and gives number of precautions (with supporting pictures) related to the device use, such as: "make sure the patient is sitting upright in the middle of the seat". "Always ensure that: the equipment is used by trained staff. The brake on the lift hygiene chair is activated when transferring a patient to/from a bed, etc. The brake is always activated when the lift hygiene chair is not in use." Please also note that odmi in section (related to transferring the resident) states when to activate and deactivate the brakes. It also provides information regarding usage of the safety belt. Design of alenti bathing lift is attested, fulfills the requirements of stability and does not tip without any reason. With reference to internal tests and in accordance to international standards, the alenti is capable of maintaining equilibrium at angles far beyond the maximum environment specifications, at full swl, and in its highest stroke position (please refer to attached alenti test report 1996). The test was confirmed by tuv in 2004. Based on the received information and performed analysis the most probable root cause is related to use error as the recommended safety belt was not applied, which allowed the patient to move on the chair, while the brakes were applied and lift was in high position. In summary, according to the gathered information the alenti hygiene chair was used for patient handling at the time of the event and in that way contributed to the event. Based on the performed evaluation of the device there was no technical deficiency found. This complaint was decided to be reported to the regulatory authorities due to indication of device tipping over, patient fall and serious injury occurrence.